Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l02031 and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h13l02031 and h14a07064 if any relevant information is obtained that is related to the reported event; a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Pd therapy was reported to be ongoing. On the same day as onset the patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with vancomycin 2 grams every 5 days (route not reported) and gentamycin 70 milligrams (frequency and route not reported). The patient was discharged from the hospital two days later. At the time of this report antibiotic therapy was reported to be ongoing and the patient was reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 2 involved in this event.